Event description:
The account alleged that a patient fell out of the bed. The account would not release any information on the patient or the event. The technician inspected the bed and noticed the bed exit alarm had not been activated and the nurse present at time of the inspection acknowledged the bed exit alarm was not activated. The technician tested the bed and found it working as designed.